Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument broke. The wrist of the instrument where the shaft and the jaws meet went up when trying to remove it. The customer stated it got hooked on the muscle/tissue and they had to removed the instrument with cannula from the arm. They got a new force bipolar instrument and were able to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was doing robotic assisted hysterectomy when the metal in between the jaw and shaft went up. An emergency key was used to remove the instrument out of the body. The surgeon was probably using the instrument between 20-30 min when it happened. No complication was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.